Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced cardiac tamponade treated with a pericardiocentesis. Atrial septal puncture was not performed. However, ablation was performed before pericardial effusion or tamponade was identified. There was no evidence of steam pop. There was an anatomical attempt to bring the catheter to the area of the right ventricular outflow tract (rvot) where the physician wanted to ablate; however, it did not work out very well. It was difficult to lift the stsf catheter when taking it to the rvot, and resulted in cardiac tamponade. Blood pressure was recovered by pericardiocentesis. Patient was conscious. The physician's opinion on the relationship between the event and the product was that it was difficult to lift the ablation catheter to the rvot, and in doing so, it poked the rvot too hard. No abnormalities observed prior to or during use of the product.

Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced cardiac tamponade treated with a pericardiocentesis. Atrial septal puncture was not performed. However, ablation was performed before pericardial effusion or tamponade was identified. There was no evidence of steam pop. There was an anatomical attempt to bring the catheter to the area of the right ventricular outflow tract (rvot) where the physician wanted to ablate; however, it did not work out very well. It was difficult to lift the stsf catheter when taking it to the rvot, and resulted in cardiac tamponade. Blood pressure was recovered by pericardiocentesis. Patient was conscious. The physician's opinion on the relationship between the event and the product was that it was difficult to lift the ablation catheter to the rvot, and in doing so, it poked the rvot too hard. No abnormalities observed prior to or during use of the product. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31151054l and no internal action related to the complaint was found during the review. Additionally, the manufactured and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).